Event description:
The patient reported having "lots of problems and issues with the new implant, it is two times the size in my chest, there is an alarm every four hours, and the lead was disconnected after the procedure.¿ a request for additional information was made, but could not be obtained. The device and lead remain in use and no patient complications have been reported as a result of this event.